Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number were not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported balloon rupture could not be determined; however, the reported separation, unexpected medical intervention and foreign body in patient appear to be related to circumstances of the procedure. Possible factors that could contribute to balloon material ruptures include, but are not limited to, balloon damage during processing of the balloon material, inflation technique, interactions with other devices or patient anatomy. In this case, a conclusive cause for the reported balloon rupture could not be determined since the device was not returned for analysis and limited information was provided. Additionally, it is likely that the balloon material at the ruptured location became caught on the anatomy and/or accessory device and ultimately separated during retraction. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Medwatch report attached. D4: the UDI is not known as the part and lot number were not provided.

Event description:
User facility medwatch report #mw5175974 was received that states: it was reported a non-(B)(6) balloon dislodged from the balloon catheter and remained in carotid (but could not be visualized due to the balloon being radiolucent) while removing the balloon catheter/ device after the balloon ruptured during inflation. An enroute stent was placed at area of where the balloon was believed to be, in hopes to "jail" the fragments of the balloon between the stent and the arterial wall. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).